Manufacturer narrative:
This part is not approved for use in the united states; however a like device (catalog # 9790040, 510k # (B)(4)) was cleared in the united states. (B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
Preoperative diagnosis: "csm", the enucleation of vertebral body of c5 c4-c6: fixation procedure: cervical anterior fusion it was reported that intra-op, the locking ring of the plate did not retract when the screw was inserted, although no problem was found with the depth of the screw. When the surgeon was using a dts drill guide at the surgery the surgeon found it difficult to hold the implant. It seemed to be loosened a little. Surgeon commented that the ring of the plate did not come out probably due to too much force applied by the nurse to the plate during practice which might have deformed it. No patient complications were reported. The device remains implanted in patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.